Event description:
A 7200 ventilator malfunctioned 5 minutes after being placed on cmu. Rr-10, vt 550, peep +5, flo oxygen 100%. Initial exhaled vt return 580, pip 24 cm h2o, cuff inflated. Bi-cae. Breath sounds with diminished bases. Pt removed and bagged with 100% oxygen. Pt stabilized on new vent.